Manufacturer narrative:
(B)(4). Additional information: upon review of the returned device, the fiber (loose particle) in question could not be found inside the package. The device was tested and all clips advanced as intended. The device was then taken apart and a small fiber was found connected to the inside of the outer housing. Affiliate confirmed the was the complaint fiber. Upon further investigation, the connected fiber was flash from the component molding process (the outer housing). The fiber is of the same material as the outer housing. In reviewing manufacturing specifications, a visual inspection does exist for the finished good assembly. The inspection was not applicable to this failure as it was not a loose particle or exterior to the clip applier assembly (fiber is within the outer housing). However, the component drawing for the outer housing does specify an inspection requirement for flash. Supplier quality was notified of the complaint and the device was sent to the supplier for investigation. The supplier found the flashing at its highest point and was conforming to the component drawing for the outer housing. The supplier noted ¿drag marks¿ across the flashing, causing the fiber to stand up (as witnessed by the affiliate). The production records were reviewed and no non-conformances were found. The connected fiber was created from the flashing and the flashing was confirmed acceptable from the component drawing. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
A foreign matter (like fiber fragment) was found inside the package of the device. The customer requested to investigate what it was and the cause of the event, and to clarify whether this was the conforming device or not. A corrective action is also requested.